Event description:
It was reported to nova biomedical that a consumer received a result of 50 mg/dl on her blood glucose meter. It was reported to nova biomedical that a consumer experienced a hypoglycemic event not requiring medical intervention, but did require emergent food to raise her blood glucose level. Testing with nova meter and test strips revealed that the device gave low values showing our device performed as intended. During the call to customer support, it was revealed that the consumer does not control solution test, their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.